Event description:
A pin collet was sent for service and metal flakes were falling from it during testing. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion was noted within the internal components of the device. The device is not repairable, once it is disassembled.